Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope had an image fault including interference and lines. The issue was found during the inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: dirt on light guide lens, no illumination was obtained and illumination was uneven. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to breakage of light guide bundle, no illumination was obtained and due to dirt on light guide lens, illumination was uneven. The most probable cause of the dirt on light guide lens was cause not established and for no illumination was obtained and illumination was uneven was cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.